Event description:
It was reported that an unspecified bd pen needle experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: material no: unknown batch no: unknown rear cannula end is broken + gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-28 h6: investigation summary customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end gets stuck and the rear cannula end is broken. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. The broken npe cannula suggests that the consumer improperly attached the pen needle to a pen injector causing the npe cannula to get stuck, and subsequently break. No evidence of manufacturing defect was observed, therefore, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Rear cannula end is broken + gets stuck.